Event description:
It was reported via repair work order that the bed was in mid-height and unable to lower due to the motion interrupt pan being misaligned and depressing a cherry switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.